Event description:
A consumer reported that they experienced a corneal scratch and infection (eye & location unknown) while wearing focus brand visitint lenses. Unknown treatment course begun in 2002 and was under the care of an eye specialist for 2 months. Consumer reports that all is fine. Now. Several attempts have been made to obtain additional information. No further information is available at this time.